Event description:
It was reported to boston scientific corporation in early 2006 that an excelon transbronchial aspiration needle device was used during a bronchoscopy with trans. Needle aspiration procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the needle would not retract. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. Other text : device not returned.